Manufacturer narrative:
Age at time of event: unknown. Date of birth and gender: unknown. Patient weight: unknown. Ethnicity and race: unknown. Date of event: unknown. Device evaluation: the device was evaluated by field service who performed a system checklist and found no anomalies with the test results. An annual preventative maintenance (pm) was also performed. System meets specifications. Manufacturing record review: a review of the records related to this equipment that included labeling, manual, trending, and risk documentation reviews was performed. Equipment labeling provides possible complications that can be caused by the surgical/treatment procedure being performed. The trend review shows that there is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a patient had a corneal burn. Reportedly surgeon was able to finish the cases fine. The product is not being returned. No further information was provided. This report is 1 of 2